Event description:
It was reported that balloon rupture occurred. A 4.0mmx40mmx40cm (4f) sterling balloon was advanced for dilation. However, on the first inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported and patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).